Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery due to the patient having pain. The surgeon went in and resurfaced the patella. The only implant taken out was the insert.